Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset transducer was too small allowing air into the system. The machine alarmed appropriately with a trans-membrane pressure (tmp) alarm. There was no patient serious injury, adverse event or medical intervention reported. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.